Event description:
The patient was implanted with a left ventricular assist device. During transplant evaluation, elevated power was noted between (B)(6) 2015, with a peak of 10.5 w. The patient's urinalysis test result was negative for blood and their lactate dehydrogenase (ldh) level was 313 u/l with an unspecified baseline. Review of the data log file by the manufacturer's technical services showed an overall increase in power levels and a decrease in average pulsatility index readings. The patient's ramp study was suggestive of pump thrombosis. The patient's ldh level appeared to be at baseline during the event. Elevated pump power and flow were noted during the ramp study with no elevation in pulsatility index. The pump¿s set speed was increased to 11000 rpm for 20 minutes to ¿chew the clot¿ and then returned to the prior set speed of 9800 rpm. The patient was placed the patient was placed on bivalirudin for 72 hours with an increased international normalized ratio goal between 2.5- 3.5. The pump power values decreased from the 12 w to 7 w range. The patient¿s pump power was 7.4 w and ldh was 249 u/l at discharge on (B)(6) 2015. It was reported that the patient has no known history of coagulopathy. It was reported on (B)(6) 2015 that the patient was readmitted for suspected pump thrombus. Increased pump powers and flows were noted upon event history review. It was reported that the patient did not have dark urine and no other symptoms of hemolysis were reported. Review of the data log file by the manufacturer's technical services revealed increases in power up to 12.8 w. No further information was provided.

Manufacturer narrative:
Approximate age of device - 70 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the report of suspected device thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.